Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was suspected of being fractured. Device data was reviewed and confirmed the electrode behavior was consistent with a conductor fracture. This electrode was subsequently explanted and replaced. No additional adverse patient effects were reported.